Event description:
Procedure: unk. Reportedly, when the stapler was fired, it did not dispense staples and the knife did deploy. Did not cause any harm to patient. Note: despite the statement that no harm was caused to the patient, due to the lack of information, this report was filed. A supplemental report may be filed indicating that this report is not an adverse event when/if additional information is received.

Manufacturer narrative:
Note: despite the statment that no harm was caused to the patient, due to the lack of information, this report was filed. A supplemental report may be filed indicating that this report is not an adverse event when/if additional information is received.